Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed to open and required maintenance. A field service engineer shut down the station, opened the back panel and the rear of the drawer, replaced the module interface board, reinstalled the back of the drawer, closed the panel, and powered the station back on, successfully recovered the drawer, passed all diagnostic tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed to open and required maintenance. Customer had already rebooted the device, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.